Event description:
It was reported that the customer had a diabetic seizure which required treatment from the paramedics. The day of the incident the pump alarmed no delivery during a 11 unit bolus and later they discovered a bent cannula on the infusion set. The customer's family member stated they assumed customer did not get any of the insulin so they gave customer a 16 unit injection manually. When customer went to bed, their blood sugars were fine, but in the middle of the night the customer's family member found customer having a seizure and they contacted the paramedics.